Event description:
Patient reported left side "liquid" and rupture diagnosed via ultrasound and confirmed via MRI. Patient later reported "signs of a violation of the integrity of the implant capsule with visualization of the contents of the endoprosthesis within the own fibrous capsule. Focal formations: single small cysts on both sides. Bi-rads 2" confirmed via ultrasound and "deformation", "a convoluted course of the inner capsule of the implant like a ¿linguini¿, and the implant gel flows into the intercapsular space at the border of the internal quadrants" confirmed via MRI. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis results: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations performed on the device. No further actions are required.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "liquid"; rupture. Clarification to d6a: partial date of 2012 reported.

Event description:
Patient reported left side "liquid" and rupture detected via ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d1, d2, d4, d6a, h4.

Event description:
Patient reported left side "liquid" and rupture diagnosed via ultrasound and confirmed via MRI. Patient later reported "signs of a violation of the integrity of the implant capsule with visualization of the contents of the endoprosthesis within the own fibrous capsule. Focal formations: single small cysts on both sides. Bi-rads 2" confirmed via ultrasound and "deformation", "a convoluted course of the inner capsule of the implant like a ¿linguini¿, and the implant gel flows into the intercapsular space at the border of the internal quadrants" confirmed via MRI. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported left side "liquid" and rupture detected via ultrasound. The device has been explanted and replaced.